Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose level was 500 mg/dl. The customer administered an injection of insulin. Tandem technical support performed a system check; the cartridge and tubing functioned as expected. The customer changed the site, but received another occlusion alarm. Tandem clinical diabetes specialist will perform additional trouble shooting with customer.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.